Event description:
It was reported that the device's downstream occlusion (dso) seal is delaminated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 03-oct-2024. H3: one device was returned for evaluation in used condition. The device was received at the service center, where it underwent the necessary repair procedures. Following the completion of the repair process, the device was returned to the customer. The report of delaminated downstream occlusion seal is no longer a reportable malfunction as it does not indicate a breach and/or failure of the seal.